Manufacturer narrative:
Updated fields: a2 - dob null, a2 - age units (patient), a4, a5, a6, b5, h2, h3, h4, h6, h11 corrected fields: g2, h5, h8. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during set up and inspection for use, before patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed error 315 - no image/scope error. There were no reports of patient involvement.